Event description:
The spiked bag of saline use with the stryker irrigator started leaking fluid from the pack where the battery and the hose join. A new irrigator was opened and used to complete the procedure.